Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the balloon was slow to deflate and removal difficulties occurred. The 15cm in length target lesion being treated was located in the mildly calcified superficial femoral artery (sfa). A 5.0x100, 75cm mustang balloon catheter was advanced to the sfa and inflated 3-5 times to a maximum of the rated burst pressure. The mustang balloon was slow to fully deflate. Upon reaching full deflation, the mustang device was withdrawn and there was difficulty removing it through the introducer sheath. The mustang balloon catheter was then attempted to be reintroduced into the same sheath, however this was unsuccessful. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).